Event description:
Service and repair reported: during an orif of the femur with plates, screws, and cables, the cable tensioner is not holding tension to the rod; it pops and releases after the second squeeze. The procedure was completed and was reportedly successful.

Manufacturer narrative:
Device used for treatment and not diagnosis. A review of synthes device history records for lot p094631 revealed the cable tensioner with pistol grip was manufactured by pioneer surgical technologies. (B)(4), dated (B)(4) 2011, for (B)(4) parts was inspected to the synthes incoming final inspection sheet on (B)(4) 2011. The product conformed to all requirements. The certificate of compliance was dated 5/12/2011. (B)(4) parts were released to the warehouse on (B)(4) 2011. No nonconformances were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Manufacturer narrative:
Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. This device used for treatment and not diagnosis.(B)(4).

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
(B)(4): the repair technician reported recalibration as the reason for repair. The cause of the issue is unknown. The item was recalibrated. There are no known ncrs associated with this part and lot number. This item was repaired and passed final inspection on 9-jul-2013 and returned to the customer on 19-jul-2013. No service history review can be performed. The item has not been in for service. There is no information relevant to the current complained issue.